Manufacturer narrative:
Films were received showing an apparent migration of this implant. However no films were received that showed the initial placement. Revision surgery was reported to be expected but confirmation has not occurred. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury . . . " "...the patient's activity level will dictate the longevity of the implant." Device has not been received

Event description:
Initial surgery occurred on (B)(6) 2015 involving placement of interbody spacer and posterior fixation. On (B)(6) 2017 received information which indicated the interbody spacer migration of an mlx implant. No patient injury reported.